Event description:
It was reported that a patient left a patient line clamped during priming. The patient was connected at the time of the event. The technical service representative (tsr) assisted the patient in ending therapy. The patient would start therapy over new bags and cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) this is a report of a use error, where a patient line was left clamped during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.